Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure, the ar-9821, lot: 1811132 was used. When x-ray were taken after the surgery, a small metal fragments were identified in the patient's body. All equipment used in the surgery were confirmed but no damage was found. There is no plan for revision surgery because the broken pieces are very small and it was reported it will not lead to serious damage to the patient.

Manufacturer narrative:
Complaint confirmed, the ceramic component was found to be chipped. Damage and denting was observed on the electrode at each chip location. Likely causes of the event include hitting another object and/or user-applied mechanical forces.